Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly and the pump shut off due to insufficient power during the night. The customer¿s blood glucose level was 187 (mg/dl) at the time of the report. Review of the pump data logs by tandem technical support showed the pump battery depleted from 20% to 5% within 10 minutes prior to the pump shutting off. Reportedly the customer would continue to use the pump for insulin therapy.